Manufacturer narrative:
(B)(4). A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle: damaged soft, damaged split) was captured and addressed. DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormality was found. Appearance and np end were inspected for 7pcs retention parts, all results passed. Pen needle product has 100% np end angularity inspection by visual system, and defect part will be rejected automatically. Based on the investigation above, the root cause of the bent needle can't be verified as manufacturing related. Investigation conclusion: no action at the moment regarding the investigation conclusion that the compliant investigation can't confirmed manufacture issue. However, we will keep monitor on similar issue from filed and trending regularly. Root cause description: manufacture records were reviewed, no abnormal was found. Pen needle product has 100% np end angularity inspection by visual system, and defect part will be rejected automatically. Appearance and np gap were inspected for 7pcs retention parts, all results passed. No returned samples or actual defect samples for investigation, so we can't performing in-depth investigation. Based on the investigation above, the needle bent can't identified that caused by manufacturing process. Rationale: refer to pen needle risk assessment (B)(4), the severity of needle bent is moderate(s3). The actual complaint rate of needle bent is o1 since from 2017 till now. According to CPR-028, the risk level is low. No CAPA needed.

Event description:
It was reported that an unspecified number of pen needle 31gx5mm 7 pack experienced product damage which was noted prior to use. The following information was provided by the initial reporter: customer bought two boxes of pen needles from the drugstore. But the name of the drugstore could not be provided. When customer was preparing for injection after disinfection, it was found that the needles were very soft, and one needle was split from the tip to both sides without reservation. Customer hoped the quality could be enhanced.